Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster inc. Product analysis lab received the device for evaluation on 18-mar-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a foreign material was found in the package. It was reported that there was something like a black insect or dust on the sterilized area. It was noticed when the catheter was opened, before it was inserted into the patient¿s body. The plastic case containing the catheter was not used because a black object was attached to the inside. The catheter was replaced, and the procedure was successfully completed. There was no patient consequence. Additional information was received on 28-feb-2022. The issue was noticed before use. The packaging tray, box, labels, and the foreign material are not available for return. The customer discarded the foreign material. The device was not used on the patient.

Manufacturer narrative:
The device evaluation was completed on 12-may-2022. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and a foreign material was found in the package. It was reported that there was something like a black insect or dust on the sterilized area. It was noticed when the catheter was opened, before it was inserted into the patient¿s body. The plastic case containing the catheter was not used because a black object was attached to the inside. The catheter was replaced, and the procedure was successfully completed. There was no patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis revealed no damage or anomalies were observed on the stsf catheter. According to pictures provided by the customer, foreign material appears inside the pouch, however, the device was returned without its original package; no further investigation could be performed. The manufacturing record evaluation was performed for the finished device 30663235l number, and no internal actions related to the complaint were found during the review. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. The instructions for use contain the following warning, which was followed for this device: inspect the catheter packaging before use. If the package is open or damaged, return the catheter to biosense webster. Explanation of codes: investigation findings: inappropriate material (c0602)/ investigation conclusions: cause not established (d15) were selected as related to the foreign material found. H6. Investigation conclusion code of ¿appropriate term/code not available (d17)¿ represents unable to analyze due to product returned condition. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)